Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that customer has had 6 cassettes in the past few weeks that have exhibited steady beeping or "no disposable" alarms on pumps. Per reporter, changing to a backup pump did not stop the alarms, but changing to new cassettes resolved the issue. Per reporter, at the time res vol was 82 ml and pump rate was 39 ml/24h. No additional adverse effects were reported. Per reporter no further details were provided.